Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed the carton the device was returned with 3 total devices. All devices were without suture and anchors. The first device was in the t1 pre-deploy position. The other two devices were in the t2 pre-deploy positions. One of the t2 pre-deploy devices had a bent needle. A functional evaluation revealed all three devices functioned as intended. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair procedure, after t1 deployment, t2 detached from the needle. T1 was removed. T2 was not deployed through the meniscus. The procedure was completed with another fast fix of different lot. There was a delay of less than or equal to 30 min. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.